Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon review of the complaint, it was determined that a reportable event had not occurred.

Event description:
It was reported during the procedure, the catheter guide wire was very rigid, making the procedure difficult. The catheter was used and discarded.

Event description:
It was reported during the procedure, the catheter guide wire was very rigid, making the procedure difficult. The catheter was used and discarded.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.